Event description:
Additional information received reported that the patient was seen by the manufacturing representative. It was noted that an impedance check was performed and found all impedances within normal limits. It was noted that the patient was reprogrammed with good stimulation and no further complaints.

Event description:
It was reported the patient fell and hit a bar across their back. It was noted the patient fell about a year prior to report. It was noted the patient had not followed up with their doctor but they let them know about the fall. It was stated the fall was not that big of a deal but it has ¿slowly gotten worse.¿ it was stated that sometimes the implant would work and sometimes it would not. It was noted that sometimes the patient would feel stimulation and sometimes they would not. It was stated if the patient left the stimulation on it made the pain worse. It was noted the patient would turn off the stimulator when it was not needed. It was further reported the patient was in extreme pain and could not use the therapy 24/7 since the fall. It was noted the patient wanted the manufacturer representative to check their therapy before they schedule a replacement surgery with their doctor. It was noted the manufacturer representative was scheduled to see the patient on (B)(6) 2013.

Event description:
It was reported the patient was seen (B)(6) 2013. It was also noted this was not the patient's implant managing physician. At the time, the patient had severe low back and bilateral leg pain. It was noted the symptoms began two months prior. It was also noted it "hurt form the top of their head to the tips of their toes." It was noted they believed the stimulator was causing the pain. The stimulator had not helped with their pain even after adjustments. It was also noted they thought the stimulator was making the pain worse. It was noted there was a failed stimulator.

Event description:
Additional information reported indicated that the patient was still having concerns with the device or the therapy but had not sought further help.

Manufacturer narrative:
(B)(4).